Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for unrelated reasons with bradycardia. Upon interrogation, the right ventricular lead exhibited noise oversensing that led to pacing inhibition. Additionally, increased trends of high pacing impedance beginning (B)(6) 2020 were noted. Programming changes were made on the device. The patient was stable.